Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the abg syringes caps were leaking when in use on patient. At least 7 occurrences reported, able to recreate x1. Lot identified and pulled from use. There were unknown adverse events reported as a result of the event.

Manufacturer narrative:
No actual product sample was provided therefore an investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. The device history review found no discrepancies or anomalies relevant to the complaint.